Event description:
A home pt's nurse reported that a home pt was diagnosed with peritonitis. The pt was hospitalized in 2003 and discharged 9 days later. The home pt's nurse reported that the pt had a "bowel peritonitis", and felt that no further info needed to be provided regarding the event.